Event description:
A customer reported an altitude alarm 21 on their pump, which led to the suspension of insulin delivery. There was no reported impact on the customer's blood glucose level. Technical support advised the customer to clean the pump's speaker holes and attempt to resume insulin delivery by reconnecting or loading a new cartridge. However, the alarm recurred, and the customer could not resume insulin delivery. As a result, technical support arranged for a replacement of both the pump and cartridge. Meanwhile, the customer was advised to switch to multiple daily injections (mdi) as a backup therapy.